Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device was able to be programmed while the lockout switch was in the locked position. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found channel 2 of the device was able to be programmed while the lockout switch was in the locked position. This was due to an improper connection of the peripheral interface cable between the peripheral printed circuit board and the interface/peripheral printed circuit board. The improper connection resulted in the disruption of the electrical signal between the printed circuit boards; therefore, channel 2 did not recognize that the lockout switch was enabled. A probable cause was improper assembly during manufacturing. This report represents all the info known by the reporter upon query by hospira personnel.